Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s implantable cardioverter defibrillator was perceiving noise that was causing myopotential inhibition and inhibiting pacing. It was further reported that oversensing was reproducible via isometrics. Programming changes were made. No further information is available.